Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician on (B)(4) 2013 stated that the patient had a vaginal hysterectomy with an anterior repair. On (B)(6) 2009 the patient was seen post procedure and reported complaints of granulation tissue, suture exposure and mesh extrusion. On (B)(6) 2012 the patient reported further granulation tissue and mesh extrusion. On (B)(6) 2013 the patient underwent mesh revision. Post operation on (B)(6) 2013 the patient was seen with mucosa intact, healing well and was reported as okay. During an unspecified time period the patient also experienced minor vaginal bleeding/spotting and pain during intercourse. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.